Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an ami (acute myocardial infarction) patient. Therapy was not initiated immediately. The catheter was located, but the surgeon was unsure if the iab inflated. The iab was replaced to continue therapy. No patient injury was reported.